Manufacturer narrative:
The pt had a left internal carotid aneurysm. Prior to utilizing, the cordis dcs syringe was not damaged, and no anomalies (fluid leaks, threaded plunger stripping, or inability to pressurize to the green/red zone) were noted. Prior to utilizing, the syringe pressure gauge was at "0", and a dedicated saline flush was utilized to fill the syringe that was used to purge the system. The syringe plunger was engaged by rotating the wing clockwise until it stopped, and the syringe was filled according to IFU guidelines. After filling was completed, the syringe was put in the upright position, and the barrel, pressure gauge, and extension tubing cleared of any air by rotating the knob clockwise until all air was removed. Prior to the attempt to purge the coil system, the syringe had been used successfully with one coil system. The same syringe was used to successfully purge a total of 5 other coils. The syringe was first time use and it was utilized to complete the procedure. It was reported that no other issues were noted with the dcs orbit coil or delivery system. The dcs orbit system was received with the coil attached to the gripper exposed and stretched. During the functional analysis, no purging difficulty was experienced. The DHR review performed for this lot indicates that the product was tested and inspected per established mfg requirements. This review revealed that the products met all requirements per the applicable mfg quality plan. It was reported that after purging the dcs orbit system, air remained in the hub, but there were no other issues with the coil or system. Based on this and the fact that the delicate coil was received exposed outside of the protective introducer, it appears that the stretched coil and kinked system noted on the returned product is due to the handling of the unit during its return. Because the same dcs syringe was used successfully to prep and deploy five other coil systems, it can be concluded that the syringe was not a contributing factor. There are no identified procedural factors contributing to the report of air remaining in the hub of the dcs orbit system after purging. However, the returned product was successfully purged with functional testing of the returned product. The failure reported by the customer was not confirmed. No conclusion can be made regarding the cause of the reported event.

Event description:
Prior to inserting in the pt, after flushing with dcs syringe, air was noted in the hub of the orbit complex delivery system hub. There was no reported pt injury.